Manufacturer narrative:
Please note corrections to h6 device and method codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient suffered a right tibia and fibula fracture from a dirt bike accident and on 21-apr-2020 the plan was to remove a pilon plate that had been placed in the patient's leg ten years prior and repair the fracture with intramedullary nailing. A reamer was supposed to be used to go into the tibia and allegedly "both of our reamers had foreign material from former surgery" and therefore a "flexible intra reamer was then used to enter into the correct starting position... This flexible reamer did not follow the guide pin as hoped and made a small 6-8 mm hole on the anterior cortex of the tibia." Allegedly he continues to suffer from knee pain, stiffness and tightness, possibility of compartment syndrome that may be causing his possible nerve injury.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient suffered a right tibia and fibula fracture from a dirt bike accident and on (B)(6) 2020 the plan was to remove a pilon plate that had been placed in the patient's leg ten years prior and repair the fracture with intramedullary nailing. A reamer was supposed to be used to go into the tibia and allegedly "both of our reamers had foreign material from former surgery" and therefore a "flexible intra reamer was then used to enter into the correct starting position. This flexible reamer did not follow the guide pin as hoped and made a small 6-8 mm hole on the anterior cortex of the tibia." Allegedly he continues to suffer from knee pain, stiffness and tightness, possibility of compartment syndrome that may be causing his possible nerve injury.